Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endoprosthesis; adverse events that may occur include, but are not limited to: vascular spasm or vascular trauma (e.g., ilio-femoral vessel dissection, bleeding, rupture, death). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2020, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On an unknown date, estimated to be (B)(6) 2020, follow-up examination determined a dissection immediately proximal to the trunk ipsilateral leg component. The patient is being monitored by the physician for blood pressure control. The patient is reported to be recovering and does not require further treatment at this time.